Event description:
The patient presented to the clinic experiencing dyspnea. Increased capture threshold resulting in loss of capture was observed on the leadless pacemaker (lp). A scintigraphy was performed and pericardial effusion was confirmed. The lp was explanted and a new lp was successfully implanted to resolve the event.